Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# none, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (10 mg/ml, 2.5 mg/day), clonidine (148 mcg/ml, 37.03 mcg/day) via an implantable pump for an unknown indication of use. It was reported that the patient had a granuloma at the tip of catheter and an infection at the pump pocket site. Magnetic resonance imaging (MRI) was done to confirm granuloma. The hcp explanted the pump and the pump segment of the catheter to allow infection to clear. The catheter was cut and the spinal segment was left in place. The explanted pump and catheter will not be returned as the customer refused. The issue was reported to be resolved at the time of this report. The patients weight and medical history was asked but unknown. The patient was alive with no injury at the time of this report.